Event description:
Reporter indicated that a vns programming wand could not communicate with vns patients' generators. A new programming system was sent to the site and reportedly functions as intended. Good faith attempts for return of the wand have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.